Event description:
It was reported that patient underwent total hip replacement on (B)(6) 2007, during which she received a durom cup acetabular component. Patient reports that post-op, she has been experiencing pain and her surgeon has recommended revision, which is not yet scheduled.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. (Establishment 1822565), which markets the devices in the u.s. (B)(4).